Manufacturer narrative:
Block e4: medwatch# (B)(4). Block h6: imdrf device code a15 captures the reportable event of clip would not release.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a post polypectomy procedure performed on (B)(6) 2024. During the procedure, the clip would not release after being deployed. The clip was pulled off and the procedure was completed with another clip. No patient complications have been reported as a result of this event.